Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, and the front therapy electrode was missing. The root cause for the strained cable was excessive force. The root cause for missing therapy electrode was physical abuse. No adverse events occurred from the damaged electrode belt.